Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v847778, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that she had a bladder infection. Additional information reported that the issue was resolved. She inquired about the longevity of the implant. She also wanted to know how to turn off the implant as she was planning to have foot surgery and needed assistance using the patient programmer. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided.